Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin received a low battery alarm but they were unable to clear it because the buttons were not responding. The customer¿s blood glucose level was 181 mg/dl. Customer reports the time clock does not advance. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding. Insulin pump received with stripped battery cap(p) coin slot.